Event description:
It was observed during device evaluation that the duodenovideoscope exhibited corrosion around lever arm. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and to provide the results of the final investigation. Corrected fields: b5, h6, h11 updated fields: g3, h2 the device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for corrosion around lever arm was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the adhesive wear around the light guide lens and the objective lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the duodenovideoscope exhibited adhesive wear around the light guide lens and the objective lens. There was no patient involvement.